Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-1200, serial #: (B)(4), description: precision montage MRI ipg sterile kit. Model #: sc-4319, lot #: 20802701, description: clik x MRI anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed.  A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental

Event description:
A report was received that the patient had an infection at midline incision. Oozing from midline incision and a knot of skin coming up from the incision were noted. The physician believed that infection was not device related. The patient was placed on antibiotics and underwent an explant procedure.